Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported by the affiliate that the customer reports via email that during a shoulder cuff surgery under arthroscopy, the vapr s90 4.0mm electrode with integrated hand controls was connected and detected by the console. The electrode was used in the joint in the humid environment and no reaction. No visual damages on the device, saline residues were observed, sings of activation cannot be observed on the tip. Electrode was connected in the generator and ablation mode was intermittent, the coagulation mode pass. The electrode will be sent to the manufacturer for further evaluation supplier evaluation result for vapr s90 4.0mm w/integr hdp: device was not returned in the original packaging, the distal tip shows no obvious signs of use, residue in suction tube, no visible damage to handle, cable or plug. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance and hipot active-return), as a result the hipot active-return test fail and remaining test were pass. The device was functional testing using vaprvue generator (gml4854/2), the test included different values as result during the activation test, ablation showed an out short error and for coagulation pass, the remaining test were passed. Supplier summary: the customer report stated ¿the electrode was used in the joint in the humid environment and no reaction¿. Visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. The rounded edges of the active tip would suggest that the device had been used significantly before the device failed. Based on the charred and burnt section of the manifold seen the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. A manufacturing record evaluation was performed for the finished device lot number u1810104, and no non-conformances were identified. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: an evaluation of the product could not be performed given that the product will not be returned by the customer. Therefore,the complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot number: u1810104, and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that the customer reports via email that during a shoulder cuff surgery under arthroscopy, the vapr s90 4.0mm electrode with integrated hand controls was connected and detected by the console. The electrode was used in the joint in the humid environment and no reaction. The surgeon used another device to complete the surgery. There was no clinical consequence. Additional information received from the affiliate reported a surgical delay and stated the failure as a functional/error message. New information received from the affiliate clarified there was an approximate 5 minute surgical delay. The affiliate reported the electrode functioned intermittently. It was also reported that the suction feature functioned correctly and an error code was not present during use but the coagulation function did not operate.